Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation. Additional information was provided by the surgeon, who reported that approximately three week postoperative the patient developed endophthalmitis and blurry vision. The patient was treated with an antibiotic subconjunctival injection, steroid and antibiotic medication. The following day the vision seemed brighter but it was still difficult to see. The patient was hospitalized. Additional information has been requested.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for this lens/cartridge combination. The photo evaluation was provided by a company physician: anterior segment photo showing multiple opacities of variable size and shapes, fiber-like, punctate round, located apparently at the iol plane. Observations may be compatible with intraocular inflammatory response. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately four weeks postoperative the patient also developed hyperemia, anterior chamber cells, anterior chamber flare, fibrin and vitreous clouding. The patient was also treated with a non-steroidal anti-inflammatory. The symptoms recovered after the initial medical treatment. There was no bacterium inspection performed. According to the surgeon, the event was non-infectious. Additional information was received that the postoperative inflammation occurred in the left eye only.